Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained high blood glucose. Paramedics were called and customer was hospitalized due to customer was in a car accident due to high blood glucose and dka. Customer's blood glucose reading at the time the paramedics arrived was over 600 mg/dl. Nothing further was reported.